Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The device history record (DHR) for the device has been reviewed. The associated device was released based on company's acceptance criteria. (B)(4).

Event description:
A clinical applications specialist reported an irregular flap occurred during a lasik procedure on a patient's right eye. The doctor continued to operate and the laser worked fine. Irregular flap is reported to be affecting the patient's visual acuity. Upon follow up, the affected patient is better. The patient has days to improve. Patient's surgery discharge is not scheduled until the end of the month of the surgery. There are two related reports for this patient. This report addresses a patient's right eye and other manufacturer reports will be filed.

Manufacturer narrative:
The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
A review of the technical service onsite history showed no abnormalities that could have contributed to this event. Feedback from the field service engineer (fse) stated that nothing was found on the system. At the visit on site, the fse verified the system and no abnormality was found. The system was working as intended and meets specifications. Review of the logfiles for the day of treatment showed no error or warning that could contribute to the reported event. During start-up of the system, the vacuum check, the energy check and the ablation tests were performed without error. All treatments on that day were completed successfully without any problem. The logfile showed the energy was stable during treatment. No relevant deviation between planned and performed energy was detectable for the treatment. The user operated the surgery with the recommended setting. The vacuum was good and stable. The logfile showed that the user performed energy check at system startup and then performed the surgeries about two hours later. According to the user manual the user has to perform an energy check manually at least after 120 minutes. No technical root cause was identified as the product was found to be within specifications. There is no indication for a product problem which (might have) caused or contributed to the reported event. The manufacturer internal reference number is: (B)(4).